Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed due to the ac inlet being pulled out. The customer replaced the ac power module which resolved the failure. As of 08/11/2010, there have been no further reports of this issue.

Event description:
The customer reported that the ac power module had failed due to the ac inlet being pulled out.